Event description:
It was reported the patient experienced pain at ipg site. Additional notation received indicate the patient was in a car accident about 3 months ago and reports that is when pain became intense. Troubleshooting was attempted and unknown if provided any relief. Surgery may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicate surgical intervention took place wherein the ipg was explanted to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.